Event description:
Pt having a 23 gauge pars plana vitrectomy, right eye. Upon placing a 23g soft tip needle into a 23g cannula into the patient's eye, the surgeon noticed that the silicone soft tip was missing from the needle. The surgeon thoroughly searched the eye and surroundings. The silicone soft tip was found on the outside of the eye. No harm to the patient.